Manufacturer narrative:
Additional info and the device error log were requested from the hosp to start the eval. They have not been rec'd yet.

Event description:
It was reported that the device operated normal for 2-3 hrs before problems appeared. The dr stated that he went looking for a newspaper (no exact time) and when he returned, the pt was in a cyanotic situation and the device didn't have any alarms only the messaage "gas fresco bajo."